Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 414 mg/dl. Customer reports the alarm was resolved by a complete set change. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.